Manufacturer narrative:
Lens would not open up properly. Evaluation: results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the work order. Conclusion - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for eval.

Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens but the icl would not open up properly and wanted to flip in the pt's eye. The icl was removed within the same surgery with no pt injury. The back-up icl was implanted with no problems, sutures were not required.